Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01209, 1038671-2025-01160. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and instability. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported via legal documentation approximately 77 months after a right total knee arthroplasty, the patient experienced pain and instability and underwent a right knee revision procedure. A revision operative report was provided. Post operative diagnosis noted right knee failed knee replacement, right knee aseptic loosening femoral component and right knee osteolysis. Intraoperatively the surgeon observed significant synovitis and wear of the liner. It was noted the femoral component was loose and the surgeon observed fibrous tissue beneath it with marked osteolysis. It was noted there was no evidence of infection. The patella was noted to be well fixed but with some wear. There were no surgical or medical interventions reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6), 02-012-44-3013 - logic tibia implant psc insert, sz 3, 13mm, (B)(6), 02-012-41-3030 - logic tibia traptray cem sz 3f/3t, (B)(6), 02-010-01-0330 - logic femoral ps cem right sz 3. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.